Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to t-wave oversensing on the right ventricular (rv) lead. An acute fluid overload was noted to be occurring for the patient at that same time. The rv lead remains in use. No further patient complications have been reported as a result of this event.